Manufacturer narrative:
Visual inspection of the device revealed a kinked flushline. Inspection of the valve seal revealed no major tear but slit is enlarged. The sheath did not pass standard manufacturing tests leading to seeing bubbles within the flush-line while performing aspiration testing and a blood leak through the hemostatic valve while performing hemostasis testing. Device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter, the valve body was then submerged in a beaker of water and no bubbles appeared. However, the pressure decay value was out of specification. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a polarsheath was used in an atrial fibrillation cryoablation procedure. During the procedure the physician was unable to purge air from the polarsheath, when trying to aspirate the air in the sheath the air that came in continuously. It was noted that no clinical consequences observed. The sheath was exchanged to avoid air embolism. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in an atrial fibrillation cryoablation procedure. During the procedure the physician was unable to purge air from the polarsheath, when trying to asperate the air in the sheath the air that came in continuously. It was noted that no clinical consequences observed. The sheath was exchanged to avoid air embolism.